Manufacturer narrative:
Implanted date - device was not implanted. Explanted date - device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
The user facility reported that the case was a chronic total occlusion (cto) coronary lesion requiring coronary stenting with a 90% stenosis in the left anterior descending branch. After the femoral artery 8 french puncture port access, the angio-seal device involved was prepared for vessel sealing at the end of the procedure. The operator used the product in the correct way and released the anchor according to the standard operation. The position of the anchor was not parallel to the vessel wall and was withdrawn from the patient's body along with the whole device without causing any damage to the patient. Manual compression was performed to stop the bleeding. Hemostasis was achieved. The event occurred intra-operative.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 8 french angio-seal device was returned for product evaluation. The returned device included the locator, carrier tube, hemostasis sheath, and packaging. The device was found to have been in used condition with visible signs of blood. The hemostasis sheath and locator were returned fully mated and in the fully rear-locked position. The anchor and collagen were found to have been deployed and were visible at the opening of the distal tip. No damage or issue with the device was identified. Functional testing was unable to be performed properly due to the condition of the returned device. The complaint was able to be confirmed for a partial deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been patient factors affecting device deployment and resulting in a partial deployment pullout. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).